Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm and power loss alarm. The customer¿s blood glucose level was 180 mg/dl. The customer states when he tried the batteries along with the new pump, both 2 batteries didn¿t work. The insulin pump will not be returned for analysis.